Manufacturer narrative:
Upon inspection and testing of the returned device, the pink rubber of the probe unit had a cut and the light guide cover glue was peeling at the distal end. In addition, the customers issue of a leak was confirmed. Tear marks were noted in the biopsy channel when checked with the borescope. The s-connector of the air/water inlet was loose and had a leak. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for a minor endoscopic leak observed during reprocessing of the device. Upon estimation of the device, the pink rubber of the probe unit had a cut and the light guide cover glue was peeling at the distal end. This MDR is being submitted for the two reportable malfunctions observed during estimation. There is no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. Conclusions: root cause for the forceps cover glue peeling cannot be determined, but it is likely the adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. The adhesive agent may also have been worn out and peeled because the relevant part was repeatedly rubbed when the subject device was handled. Root cause for the pink rubber of the probe being cut cannot be determined, but it is likely the relevant part was cut and its inside was exposed because external force was applied to it by hitting it against something or getting it caught when the subject device was transported, used, cleaned or stored. The instructions for use includes the following statements: important information ¿ please read before use. Warnings and cautions: (p.7) warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.